Manufacturer narrative:
A medtronic representative reported that the surgeon registered 3 levels at once. The rep informed the surgeon that this is not recommended practice. The c-arm was used during the surgery to confirm levels, depth, and to check accuracy.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the inaccuracy was 3mm. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon registered 3 levels and noted an inaccuracy in the superior/inferior direction. A c-arm was brought in to verify the inaccuracy. The surgeon opted to continue, compensating for the s/I, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.